Manufacturer narrative:
Complaint details: the customer reported on (B)(6) 2019 that the mee program stopped working immediately after launching acquisition and gave some error messages. He reports that no matter what protocol they tried, as soon as they went to start acquisition after looking at the montages that the system would pop up the error message and the led on the main unit turned off. He reports that he could get the main unit back up by removing the power to the mee-2000a main unit and re-applying it. But even after that, he could not get acquisition to open without the error messages and go into acquisition. He did not power down the entire system until he transported it back to the lab. Service requested: troubleshooting. Service provided: an irc was initiated for this issue. Investigation result: the mee-2000a-dt; sn:(B)(4) was placed into service on 05/30/18, which is over 10 months at the time of the reported issue. A review of device history found no other issues reported with this device. Similar tickets using "mee-2000a-dt mee program stopped working" gave the following result: 7786 examination program has stopped; root cause: user error where customer was using unapproved software similar tickets using "mee-2000a-dt error message" gave the following result: 2433 error messages on launching a protocol; root cause: user error where the system had incorrect user setting 7834 error messages; root cause: unknown 7832 error messages; root cause: unknown 7691 error messages; root cause: unknown no complaint related to mee program stopped working was reported for device mee-2000a-dt; sn:(B)(4) \. A review of complaints registered by the same customer found no similarly reported issue. Based on the device service history, customer's complaint history and similar search query, no adverse trend is suspected with this unit. Per irc, the phenomenon could not recur with the provided information. In the specification, the power lamp doesn't light in green before the measurement program starts. The root cause of the issue was unable to be determined due to lack of sufficient information in the complaint record. Corrected information: approximate age of device: incorrectly calculated. Device evaluation? Incorrectly selected: device anticipated but not yet begun.

Event description:
The customer reported the mee-2000a stopped working in the operating room with error messages, while in patient use. No consequence or impact to the patient. The mee-2000a is an iom system which is used for evoked potentials, eegs, and emgs.

Manufacturer narrative:
The customer reported the mee-2000a stopped working in the operating room with error messages, while in patient use. No consequence or impact to the patient. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the mee-2000a stopped working in the operating room with error messages, while in patient use. No consequence or impact to the patient. The mee-2000a is an iom system which is used for evoked potentials, eegs, and emgs.